Event description:
It was reported by the staff nurse of the surgical burn unit, that there was a patient approximately 1 month ago with fms that had rectal bleeding. It is unknown when fms was placed or how long it had been in. Per the report, bloody stool was noted, the fms was removed and when removed, the retention balloon was noted to contain 120cc of fluid. The fms was not reinserted. The patient had a colonoscopy, date of this unknown, which showed polyps. Two weeks later the patient had additional blood in his stool. This occurred after the fms was removed.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional event information was requested, should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Confirmation was received that the fms was removed on (B)(6) 2015 because the nurse noticed blood in the tubing. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/14/2015.